Event description:
The customer reported that the system displayed a precharge fail error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced the gib, battery charger, and ps2. The rep maxed out the fluoro and boost until they became hot. He performed a functional check. The system operates as intended.